Manufacturer narrative:
The lot number of the delivery device was not provided and the device was not returned. Therefore, a device history records review and product evaluation could not be conducted. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's right eye due to the broken "elbow" of the trailing haptic. The incision was enlarged to remove the lens and a backup lens was implanted successfully. According to the surgeon, "forceps/handling" was the likely cause of the event and the prognosis was reported as "good and well".